Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low inspiratory pressure could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and did not observe any low inspiratory pressure alarms. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.